Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that functionally, the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, the right hepatic artery was to be detached, and 45 gray staple was used. After a normal firing, the staples were poorly formed, and the blood vessels were not stapled. The staple line was also incomplete distally. Sutures were used for hemostasis. Medtronic's initial evaluation of the incident device found that the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage.